Event description:
Total parenteral nutrition (tpn) running though the peripherally inserted central catheter (PICC) line was leaking near the stopcock and nanoclave. Tpn stopped. A new bag was order and a new line was strung. Equipment placed outside office. There are no obvious cracks or chips in the device. Fluid leaked from the base of one of the bonded nanoclaves on this device. 4-way stopcock that was attached to the device at the time was left in place. Lot number from time of event is unknown, current product on the shelf was used to provide lot number associated with this file. This is all the information available.